Event description:
The pt's nurse reported e8 (power interrupt) error was displayed on the infusion device. The nurse was unable to clear the error by pressing the check button. He changed the battery and was unable to clear e8. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval. The infusion device was evaluated. The complaint can be verified. The down button is always active. The e8 was not able to be confirmed because of the defective down button. The check button is functioning normally. Due to this problem the other buttons can't be operated and do not respond. The input of the down button at the main processor is defective. The insulin pump can't be operated anymore under this condition.